Event description:
The customer reported that the exposure button on the system was sticking in the on position which resulted in uncommanded x-ray. This occurred outside of any pt procedure. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The x-ray on/off switch was replaced. The system was then found to be operating as intended.